Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having problems with her baclofen pump. It was noted the patient had black eyes and this issue started the week of this report. It was also reported the patient had not slept in 20 some days. It was noted nothing had changed with her dose and concentration since (B)(6) 2014 and stated her dose and concentration were incorrect because "it just varies so much." It was also reported none of the healthcare provider's offices were open on the date of this report and the patient had already contacted the emergency room, but "there wasn't anything they could do to help her." A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was in a hospital at the time of report. It was noted that ¿I currently had 8 operation on this baclofen pump¿. It was reported that the patient¿s healthcare provider (hcp) is ¿off whacked¿ to his patient¿s. It was noted that the hcp was checking the pump. It was reported that a technician ¿couldn¿t get to the site well enough¿. It was noted that the patient had to have surgery after the technician had the needle in the patient, took the needle out of the patient and said that they had seen enough. It was reported that the patient was crying. It was noted that the patient was dissatisfied with their healthcare professional. It was noted that the patient was going through baclofen withdrawal. It was reported that the patient was ¿stiffening up like a board¿. It was noted that the patient did not have enough baclofen in him. It was reported that the event occurred a month prior and ¿it¿s steadily decreasing¿. It was noted that the patient said ¿I have not spasticity in my pump at all, I mean in my body at all¿. It was reported that patient said their pump is not working. It was noted that the patient was having trouble with their pump. It was noted that the patient was ¿completely paralyzed¿. It was reported that the patient lay down on their bed for a half hour and ¿not move¿. It was reported that the patient¿s pump was used to infuse baclofen, unknown type. It was later reported that the patient¿s pump was used to infuse lioresal. It was noted that there were no other medications contained in the pump at the time of the event. It was reported that the patient was taking oral baclofen at the time of the event. It was noted that increase in spasms was not related to pump, it was related to stress and sleep disorder.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
At the time that the hcp (healthcare professional) couldn't find the refill port, he left the room without refilling the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported "the patient's pump was messing up again" and the patient did not know what was wrong. It was noted she had been awake for nine days straight and thought "the settings might be wrong." It was also reported the patient did not have anyone for a doctor and was "having problems with the pump." The patient was currently in the nursing home and she had an appointment to see a doctor, but does not know the name of the doctor. It was noted the patient kept getting better and they need to adjust, but her hcp would not see her anymore. It was also reported the patient spent her summers in (B)(6). The patient had a doctor's appointment scheduled for (B)(6) 2014 regarding checking, filling, and adjusting the pump. It was further reported the patient had been up for 16 days without sleep and she just got out of a nursing home. It was noted the patient's doctor dismissed her and she had an appointment on the date of this report with her hcp, but the patient needed a physician to adjust her pump. It was noted the patient was too tired to answer any more questions. Additional information has been requested; a follow-up report will be sent when it becomes available.